Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: e2dr01aa ipg, implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported that at the patient¿s follow-up visit oversensing/noise was noted on the atrial lead. The lead has been replaced. No patient complications have been reported as a result of this event.